Event description:
Patient was revised due to infection.

Manufacturer narrative:
Duplicate report of 1818910-2012-26239.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.